Event description:
Healthcare professional (hcp) reported 2 incidents of a pt reaction to the psn (polysynthane) membrane. Both incidents occurred on the same pt. This was the pt's 1st and 2nd exposure to the psn membrane. Both reactions (1st reaction: date unknown, 2nd reaction: 02/01/2000) occurred within 2 mins of initiating the hemodialysis treatments. Prior to initiating the treatment on 02/01/2000, the dialyzer was primed with 2.5l of normal saline. The pt experienced shortness of breath, chest heaviness, and anxiety with both incidents. The pt received o2 per nasal cannula to reduce anxiety with each incident. The symptoms were relieved within 20 mins per the hcp. Both treatments were discontinued at the time of the incidents. The treatments were resumed and completed with a cellulose triacetate membrane without further incident per the hcp.